Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed based on the archive data review but was not confirmed during functional testing. The reported ua07 advisory message could not be replicated during testing, and the autopulse platform performed as intended. The likely root cause for the reported complaint was either due to the patient/manikin or the autopulse platform being out of position, placed on an uneven surface, moved during transport, or the patient/manikin was not properly centered/aligned on the platform. Visual inspection of the returned autopulse platform revealed a cracked front enclosure at the front-end area. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of harsh impact due to user mishandling, as the front enclosure was last replaced in 2020. The damaged front enclosure was replaced to address the observed issue. Review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date; thus, confirming the reported complaint. Based on the archive data files, the autopulse was powered on to multiple ua07 advisory messages, and then, the autopulse was powered off by the user. Archive data revealed that no compression was initiated during the time the problem occurred. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned, deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. The autopulse platform passed initial functional testing without any fault or error. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. The patient's family member called ems stating that the patient was complaining of abdominal pain and shortness of breath. The cardiac arrest was witnessed by the ems crew and the cause remained unknown. Manual CPR was started immediately by the crew, and it continued for approximately 10 minutes. The automated compressions with the autopulse were performed for about 18-27 minutes, and the patient was transferred to a hospital. As reported, the hospital staff decided to discontinue the use of the autopulse and cut the lifeband to remove the patient from the platform. Manual CPR was performed by the hospital staff for an unknown period. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead. As per the customer, the patient's death was not related to the autopulse system. After the call, when the ems crew replaced the lifeband, the autopulse platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The crew was unable to clear the error message.